Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: although it was not possible to identify the cause based on the information obtained, it is possible that high-energy instruments (such as high-frequency instruments) were used without ensuring sufficient distance from the tip. The most probable cause of the complaint is known inherent risk of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a burnt forceps holder. There was no patient involvement.